Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocars leaked during a vitrectomy procedure. There is no known impact or consequences to the patient's involved. Additional information and product sample have been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. The finished good lot was manufactured with eleven valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Ten lots had no anomalies found based on the device history record reviews. A complaint history examination indicates this is the eleventh complaint received for leaking against the components of the reported lot. Customer did not retain a sample for investigation; therefore, it is not possible to determine the root cause of this incident. However, due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice. The reported lot for this complaint includes affected manufacturing lots. (B)(4).